Manufacturer narrative:
Patient weight has been obtained and additional meaningful data provided.

Event description:
It was reported that infection was treated with IV antibiotics. It was reported that infection has resolved.

Manufacturer narrative:
As no explanted products were returned for analysis; a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their full system removed due to staph infection at ipg site two months post-implant. Estimated explant date (B)(6) 2016. No other information available at this time.